Event description:
Additional information indicates that this system continued to exhibit high out of range shock impedances. Subsequently, a 1.1 joule commanded shock was performed to evaluate the system integrity. The impedances were 71 ohms with the 1.1 joule shock. No further testing will be performed at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) system exhibited a steady increase in shock impedance measurements from 80 ohms to approximately 140 ohms. Boston scientific technical services (ts) discussed observation and troubleshooting steps. The physician plans to bring the patient in for a low energy shock to evaluate the system. To date, this has not been performed. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation of high impedances were unable to be reproduced during laboratory analysis.